Event description:
A malfunction alarm occurred with the customer's pump, identified as malfunction 5, and the issue could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to using an alternate method of insulin therapy.